Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an advanix biliary stent with naviflex rx delivery system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on a female patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, when trying to deploy the stent, the introducing catheter was pulled out and the stent was left in place; however the black inner catheter was protruding out of the stent. The inner catheter was removed with rat tooth forceps and the stent was left in place; the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.